Event description:
It was reported that the customer experienced unexplained high blood glucose levels, which led to a visit to urgent care. The blood glucose reading was 402 mg/dl, which was treated with a bolus of 18.0 units of insulin. The blood glucose reading by the time the customer arrived at the urgent care center was 440 mg/dl. The customer was not hospitalized but he was told to take 10.0 units of insulin manually. He stated that he only had the insulin pump. He was advised to treat with an insulin pen or needle. He stated that his blood glucose was not getting any better and that he had an infection on his foot due to surgery. No leaks or inconsistencies in the device history were found; insulin exited tubing during manual prime. Unable to complete troubleshoot due to lack of tubing clamp, so the customer requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.